Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. An xtw clip was inserted and placed on the mitral valve. While deploying the clip, it was observed that the mandrel did not release from the l lock. Troubleshooting was performed and the clip was dislodged from the leaflets and was still attached to the mandrel. Gripper lines were then cycled, releasing the clip from the mandrel. The clip was still attached to the anterior gripper line. An attempt to snare the clip in the left atrium was unsuccessful. The steerable guide catheter (sgc) and clip delivery system (cds) were retracted into the right atrium, where the clip was snared. The gripper line mechanism was disassembled to release the gripper lines. After removing the cds from the sgc, it was noted that one of the gripper line was still inside the guide and was attached to the clip. A surgical cutdown was performed to removed the clip and gripper line. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported activation failure (inability to deploy the clip), difficult or delayed positioning with anatomy, and poor image resolution could not be replicated in a testing environment as it is related to patient anatomy/procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to deploy the clip. The reported difficult or delayed positioning of the anatomy appears to be related to challenging patient anatomy (rotated heart) and sub optimal imaging. The reported poor image resolution appears to be related to patient anatomy (rotated heart). The reported unexpected medical intervention and surgical intervention were results of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.